Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pacing-dependent patient presented to the emergency room feeling funny and with skipped beats. Upon interrogation, it was discovered the right ventricular lead exhibited intermittent capture resulting in pause episodes and palpitations. An x-ray was performed and showed that the lead was in its original location. The lead was removed and replaced and the patient was stable post-procedure.